Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced an event of infusion set bent cannula which led to high blood glucose on (B)(6) 2025. The event occurred in three or more hours after insertion. The infusion set was in use for twelve hours. The insertion site was abdomen. The patient was hospitalized for the treatment of high blood glucose level 500 +mg/dl and received intravenous and fluids (saline and insulin). The trace ketones were found to be high. The patient released from the hospital on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.